Event description:
The user experienced a high blood sugar level. She was bolused to offset hte high level and went back to sleep. She woke up one hour later - her blood sugar level was not decreasing. She gave another bolus and noticed that there was a crack in the tubing where the tubing connects to the luer lock. After changing the set, the patient's blood sugar level dropped to a normal level.